Event description:
Additional information reported that this device will be returned.

Event description:
Boston scientific received information that the battery voltage of this implantable cardioverter defibrillator (ICD) was too low and did not match with the recently calculated residual capacity. A review of the device memory download later confirmed a fault code. The data indicated with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. However, the device was malfunctioning and should be replaced. The explant procedure remains unknown at this time. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received indicating that the device has been explanted and replaced. No additional adverse patient effects were reported. There is no evidence that this device will be returned at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was requested to determine if this product will be returned. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Manufacturer narrative:
The device will be replaced but the explant date remains unknown at this time. This investigation will be updated should further information be provided.